Event description:
It has been reported to co that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated to 6mm to occlude the vessel. The physician inserted the stent delivery catheter and was about to place the stent and the occlusion balloon deflated unexpectedly. The physician decided to complete the case without protection in place. The patient is reported to be fine.